Event description:
It was reported that this unknown implantable device exhibited an unknown product performance issue. The patient decided to visit the hospital. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.